Event description:
Medical affairs spoke to the pt on 10/8/2004 and obtained/verified the following info: the pt called lfs and alleged that her meter was reading inaccurately low. She reported two results of 6.9 and 7.3 mmoi/l. The pt was comparing her meter reading to normal readings/feelings. The pt visited her nurse, who attempted to reset the meter for the pt but she was unable to. The nurse tested the pt's blood sugar on the office meter and the result was 130 mg/dl. No treatment was given to the pt. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution to test the meter. It was discovered during troubleshooting that her meter was set to the incorrect unit of measurement. The pt reported that neither she, nor her nurse, went into the set up mode to change the unit of measurement. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the pt suffering a serious injury. A bottle of control solution is being sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.